Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the air bubble detector (abd) broke off. As a result, an alternative air bubble detector was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per customer: the air bubble detector (abd) would continue to work if you were able to get the latch to catch by moving it around. The perfusionist changed the suspect abd out with another abd that they had on a spare pump and without other incident.